Event description:
Fire department personnel responded to a chronically ill, homeless, pt who had reportedly been down for 6 minutes. Allegedly when the device was attached for use it would not turn on. Cardiopulmonary resuscitation was performed for approx 14 minutes until emergency medical service arrived. The pt was not resuscitated. The reporter stated that the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's lack of viability.